Event description:
It was reported that during implant, it was not possible to obtain acceptable parameters on the left ventricular (lv) lead. After being repositioned several times, it was difficult to open or close the lobes of the lead completely. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and there was blood on the overlay tubing. The analyst noted that due to blood that has dried between the lobes/overlay tubing and the outer insulation during the attempted implant, the lobes could no longer be deployed. Due to the design of the exposed lobes on the lead it is normal to see blood between the blue overlay tubing and the outer insulation.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.